Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), defective deflection was observed on the delivery system. The positioning of the ipg was difficult and during the pull and hold test ipg dislocated and it did not paced. The ipg was recaptured but it was difficult to reach another stable position. The leadless ipg was removed and it seemed to be kinked and was replaced. No patient complications have been reported as a result of this event.